Event description:
It was reported that the ilet device¿s screen was cracked and no longer accessible, and a replacement device was shipped to the user. Symptoms included no clinical symptoms reported. Outcomes included no clinical impact reported. Investigation included a review of the reported device condition and arrangements for device replacement and return for evaluation. Investigation of this case revealed a damaged display that impaired user interface access. It was concluded that the event was related to physical damage to the device¿s screen, with no patient harm reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.